Manufacturer narrative:
K161853 or k141687; although leading material is unspecified, same or similar miethke products are under the preceeding 510ks. Additional information / investigation results will be provided in a supplemental report, when and if new data is received.

Event description:
It was reported that there was an issue with an unknown shunt system. It was reported that a ventriculoperitoneal (vp) shunt procedure was performed on or about (B)(6) 2019 when an already implanted programmable shunt was replaced due to a non-specified malfunction. There was reportedly no delay during the revision surgery and no additional medical intervention was required. Additional information has been requested.